Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a post procedure check. Upon inspection, physician noticed the pocket developed an infection. The pacemaker was explanted. Patient was stable post procedure.